Event description:
The user reported that the cic went down and telemetry monitoring was lost for an undetermined period of time affecting four pts. Alternative monitoring was not available for all pts. This hard drive was replaced in 2011. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.